Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03995. It was reported that the pacemaker dependent patient presented for rv lead extraction due a concern of fracture. Stored episodes of rv lead noise leading to pacing inhibition were observed. Upon opening the pocket, the fracture was confirmed and low sensing was observed on the ra lead. The leads were explanted and replaced. The patient was doing fine and was stable.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 5.5 cm at distal portion and 32.7 cm at middle portion. The damage found was sustained during the surgical procedure. The lead was otherwise normal.